Event description:
A customer contacted beckman coulter inc. (Bci) regarding an erroneously low creatinine (cre) result produced by the unicel dxc 600 pro synchron chemistry analyzer for one pt. The original result for cre was "<0.3"mg/dl. The sample was repeated on a different analyzer and the result was 0.8 mg/dl. The result was amended. There was no change to pt treatment as a result of this event.

Manufacturer narrative:
No specific sample info was provided. It is unk if qc was affected. A field service engineer (fse) was on-site and replaced the traveler assemblies for the right and left reagent probe cranes. These parts are being returned for investigation. A clear root cause for this event has not been determined to date. A malfunction will be assumed for the purpose of this report.